Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on suction connector, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward and downward angulation control knob was out of the standard value, adhesive around objective lens was peeled, adhesive on bending section cover had a crack, bending tube was deformed, connecting tube had a wrinkle, paint on air/water cylinder was peeled, control unit had discoloration, suction cylinder was shaved, suction connector, plastic distal end cover, connecting tube, protector of universal cord on suction connector, protector of universal cord on control section, scope connector cover, scope cover unit, forceps lever, forceps knob, upward and downward angulation control knob, right /left knob had a scratch, switch box, scope cover had a scratch, universal cord had a scratch, grip, control unit and suction connector all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.